Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced issue with infusion set's cannula being kinked on (B)(6) 2024. The symptoms occured within 3 hours of insertion, which was made at thigh. This issue led to an increase in blood glucose level of 400 mg/dl and recieved treatment of correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.